Event description:
It was reported that patient's inflatable penile prosthesis (ipp) pump tubing had eroded out of the incision. The ipp system was explanted and replaced with a tactra. There were no patient additional complications reported.